Manufacturer narrative:
A powerflex pro percutaneous transluminal angioplasty (pta) 9mm x 4cm x 80cm balloon catheter was inserted as a post dilation after a stent was implanted. However, the powerflex pro balloon catheter ruptured. There was no reported patient injury. The lesion was the iliac artery. As of note: ¿the physician commented that the issue might have occurred due to a hit with the edge of the stent¿. The product was not returned for analysis. A product history record (phr) review of lot 17714272 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural issues such as the balloon material possibly hitting the edge of the stent may have contributed to the reported event. Damage to balloon material may occur when attempting to cross a lesion which already has a stent in place. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17714272) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro pta (9mm4cm 80) balloon catheter was inserted as a post dilation after a stent was implanted. However, the powerflex pro balloon catheter ruptured. There was no reported patient injury. The device will not be returned for analysis. The lesion was the iliac artery. As of note: ¿the physician commented that the issue might have occurred due to a hit with the edge of the stent¿.